Event description:
Additional information received reported that a manufacturer¿s representative saw the patient and adjusted her programming. It was stated that they ended up with improved low back coverage, and reduced discomfort with a ¿cross-talk program between the 2 sub q leads¿. It was stated that the epidural lead was also adjusted. It was stated that the patient left with good coverage of both legs also. It wasnoted that the patient seemed satisfied with the changes. It was further noted that there were no impedance problems.

Event description:
It was reported that the patient had their ins replaced on (B)(6) 2014, however, it was unknown why the device was replaced. It was further noted that the patient also had their octad lead replaced at that time. The patient reportedly had a lot of tailbone pain prior to the event, but they were ¿overall unsure for revision.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3888, lot # v482979, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v482979, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v482979, implanted: (B)(6) 2010, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).